Event description:
Reportedly, during pt use, there was a 'device alert' alarm and the unit shut down. Upon restarting the ventilator, it worked normally. There was no medical intervention or adverse pt effects reported.

Manufacturer narrative:
Though requested, pt info was not provided.